Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed ¿dosing stopped¿ after the user entered new dexcom g6 sensor and transmitter serial numbers and was unable to connect the cgm during the sensor warm-up period; troubleshooting and education were provided, including entering a blood glucose value to clear the alarm and waiting for warm-up to complete, after which dosing should resume based on cgm readings. Symptoms included an interruption of automated insulin delivery associated with cgm pairing failure during warm-up. Outcomes included temporary loss of automated dosing with alarm notification and subsequent restoration plan upon completion of warm-up. Investigation included technical troubleshooting and user education. Investigation of this case revealed that the cgm was in its standard warm-up state, which prevented data transmission to the ilet and triggered the dosing stopped status. It was concluded that the device functioned as designed during cgm warm-up and that user guidance resolved the issue.